Event description:
Reporter stated that 3 pt capilary samples were measured, using the suspect device, with blood pt values of 2.3 inr 2.7 inr, and 2.9 inr. The same samples, when measured by a lab instrument, measured 1.6 inr, 1.9 inr, and 2.1 inr, respectively. Reporter indicated that pts were not treated based on the values obtained on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.

Event description:
(Meter = 2.9 inr, lab = 2.1 inr)

Event description:
(Meter = 2.7 inr; lab = 1.9 inr)